Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation that show a loosened green IV shield, which caused the pink locking mechanism to fail, leaving the needle exposed. Additionally, ten retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: defective locking mechanism and needle stick. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, six (6) units were found with dislodged needle caps, leading to one (1) clean needle stick. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, six (6) units were found with dislodged needle caps, leading to one (1) clean needle stick. There was no health impact or consequences reported.